Event description:
A trilogy 100 ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, the service technician observed cell undervoltage error code e210 (err_tda_cell_under_voltage_int_battery_log _only) in the error log. This error is generated from a battery cell under-voltage inside the battery pack. No documentation of a replaced component to address the issue. Additionally, the device data identified extreme dirt contamination and unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped; therefore, no additional repair information was provided.

Manufacturer narrative:
The reported failure of cell undervoltage error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.